Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile device testing was successfully performed. Test results did not observe any device deficiency, the sterile devices were tested with successful needle deployment and backdown performed. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event, relevant tests/laboratory data, including dates, therapy dates: estimated date. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery via a 8fr sheath using the preclose technique prior to balloon aortic valvuloplasty (bav) procedure. Reportedly, the needles turned during deployment, not allowing the device to deploy properly. An additional prostar xl device was used for successful suture placement using the preclose technique. The bav procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.